Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 500cc gel breast prosthesis (right device) that both ruptured after implantation. Leaking from both implants was observed in mammogram results and bilateral rupture was confirmed by MRI. As a result, the patient plans to undergo bilateral explantation in (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 02-jun-2020, mentor received additional information about the event. The explantation date was initially reported to be in (B)(6) 2020. New information states that the explantation date is (B)(6) 2020. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 590cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).